Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire detachment occurred. A 182cm choice guidewire was used to cross the lesion. During an attempt to pass an intrastent guide for an intrastent restenosis treatment, while withdrawing the device, it split and only the proximal part of approximately 30cm was withdrawn. After several handlings and help from another surgeon, withdrawal of the carrier and guidewire tip was done without the need of a snare. No pieces remained in the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the wire broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned fractured in two sections; moreover, the part#2 (distal) presented the distal end kinked at 4.3cm approx. From the distal end. The returned device was sent for external analysis to determine the fracture failure mode and was returned with the following results: both samples presented bending fatigue and tension overload as the mode of failure in the core wire and fatigue in the support tube as mode of wire failure. Based on the failure mode type, dimension and characteristics, the two samples match. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. A 182cm choice guidewire was used to cross the lesion. During an attempt to pass an intrastent guide for an intrastent restenosis treatment, while withdrawing the device, it split and only the proximal part of approximately 30cm was withdrawn. After several handlings and help from another surgeon, withdrawal of the carrier and guidewire tip was done without the need of a snare. No pieces remained in the patient.